Event description:
It was reported that the manufacturer representative (rep) was in a revision case for normal battery depletion. The impedances were checked intra-operatively and were fine. However, after the patient was closed up and the impedances were checked, the left side #2 contact was showing high. All combinations containing contact #2 were over 40,000 ohms. The issue resolved after they went back in and disconnected and reconnected the implantable neurostimulator (ins); there was fluid inside of the ins. No lead fractures were noted. The patient was doing well, the impedances were normal, and she was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v266792, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v230719, implanted: (B)(6) 2009, product type: lead. Product ID: 3550-05, lot# n195262, product type: accessory. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).